Manufacturer narrative:
(B)(4).

Event description:
2 months post deployment, physician saw a leak on CT during follow-up (right limb or distal fenestrated piece had an endoleak, but exact location could not be determined...possibly both. Leak believed to be type 3. Physician scheduled patient for follow-up procedure. Patient brought in for limb extension or cuff procedure, it was unsure what would be needed. Numberous angio runs were done. Right limb was redone from top to bottom. User ballooned device, did another angio run, saw a bit more leaking, did both sides (brought up 2 14x4 atlas balloons, "kissing balloons", to try to inflate it all to expand it, did another angio which improved situation a bit more but it was still leaking a little bit from an undetermined location. User ended up implanting with gore limbs: 20x16x100 (2 ea, one on left side and one on right). User used coda balloons on both sides, inflated, went up and did a final run, and endoleak appeared to be gone.